Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue could be replicated with the zeiss microscope and that the issue occurred intermittently. It was noted that the navigation system was accurate when the focus was less than 250. Once greater, the imprecision was observed. The microscope was then adjusted and the navigation system recalibrated to the microscope.

Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated on a demo model. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in cranial resection, a five millimeter imprecision was observed with the microscope. Probes were noted to be accurate. The surgeon completed the procedure with the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.